Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems, fistulae, bleeding, recurrence, dyspareunia, and other outcomes. It was reported that the patient experienced mesh extrusion and underwent ¿mesh trimming¿ in 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that on (B)(6) 2012, on examination, the patient had [2 x1] centimeter midline anterior wall erosion and the free protruding part of mesh was excised. On (B)(6) 2012, excised vaginal mesh/foreign body ,from the patient, consisting of one synthetic mesh in formalin, measuring 7 x .4 x .1.centimeters was received by a reference laboratory. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, urgency, atrophic vaginitis, and vaginal itching. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.